Event description:
It was reported that the pump battery was depleting quickly and the pump time was incorrect, cause was unknown. The customer declined to troubleshoot or to provide additional information regarding the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.